Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized twice times due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose was 550 mg/dl. The current blood glucose is 158 mg/dl. The customer treated their high blood glucose with manual shots and insulin pump. The customer was wearing insulin pump during hospitalization. The customer experienced symptoms like vomiting, severe chest pain and rapid heart pain. The customer reported that the drive support cap was normal and insulin pump passed the high pressure test. Based on customer report customer does not allege pump was under delivering. It was also reported that there was an occlusion and the insulin pump did not alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly during testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.